Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) ipg, implanted: (B)(6) 2011.

Event description:
It was reported that there was fracture the right ventricular (rv) lead. There was high/undefined impedance, no capture and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.